Event description:
It was reported that the patient had a hip revision. Accolade mitch in-situ, revised due to pain. Mitch cup and head removed, stem left in and tritanium mdm implanted.

Manufacturer narrative:
The catalog number and lot code was not provided. The device was reported as an unknown accolade stem. Other devices mentioned in this report are: unknown mitch head 50mm, manufacturer: depuy. Unknown mitch cup, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remained implanted.